Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When impella pump was explanted, a large size clot/thrombus was noted to be around the pigtail region. Additional clots from groin area were also noted after deployment of two perclose sutures. The patient was successfully weaned off of support. Patient survived the procedure.

Manufacturer narrative:
The investigation for the reported thrombus issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was done. The root cause of the thrombus was most likely biomaterial. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."